Event description:
Patient was revised for aseptic tibial loosening and replacement of the patella and tibial insert. Revision surgery was completed without incident.

Manufacturer narrative:
A review of the device history record provides assurance the part was accepted with conformance to the product requirements. Device was not submitted for evaluation.